Manufacturer narrative:
(B)(4). Concomitant medical products : 42527900303, tibial articular surface provisional shim size cd 13 mm thickness, 62391242. 42527900304, tibial articular surface provisional shim size cd 14 mm thickness, 62449208. 42527900704, tibial articular surface provisional shim size gh 14 mm thickness, 62442833. 42527900702, tibial articular surface provisional shim size gh 12 mm thickness, 62817470. 42527900702, tibial articular surface provisional shim size gh 12 mm thickness, 62404290. 42527900504, tibial articular surface provisional shim size ef 14 mm thickness, 62817472. 42527900703, tibial articular surface provisional shim size gh 13 mm thickness, 62736061. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 2019 04320, 0001822565 2019 04321, 0001822565 2019 04322, 0001822565 2019 04323, 0001822565 2019 04324, 0001822565 2019 04325, 0001822565 2019 04326.

Event description:
It was reported the ball bearings were found missing from the shims during routine tray inspection. No adverse events have been reported as a result of the malfunction. There was no patient involvement.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.